Event description:
The customer stated the gain settings on a cell-dyn emerald analyzer did not match the standard setting. Abbott customer service instructed the customer on how to adjust the gain settings and the issue was resolved. There was no adverse impact to patient management reported.

Event description:
On october 6, 2009 the facility?s nurse manager reported to baxter global technical services that on an unknown date, one colleague cx volumetric infusion pump single channel with battery damage. This event occurred during patient therapy. The patient was connected and therapy stopped/interrupted. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation, or if any additional information becomes available.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
Info provided states that the iskd lengtheners (B)(4) stopped distracting. The surgeon removed both lengtheners and replace them with ilizarov device to pursue lengthening.

Manufacturer narrative:
The reported condition of battery damage was confirmed in event history, but not duplicated. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as remediated.